Event description:
The reporter indicated the surgeon inserted and removed an aa4204vf silicone single piece lens due to a capsule tear. A vitrectomy was performed and a three piece lens was implanted. The reporter indicated the facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
(B)(4), method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: per medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Visual inspection of the returned product found no visible damage to the lens. There was evidence of reddish residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined.